Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 0002916596-2014-00156. Patient information was not provided. Device analysis: the device returned for analysis. The reported event of a motor disconnected alarm status as well as a burning scent was confirmed during the analysis of the returned motor. The housing at the motor-lemo connection was opened and breakdown was confirmed that resulted in a short to ground via the shield, which has the potential to result in printed circuit board (pcb) damage that was confirmed in the returned primary console (reference the manufacturer¿s medwatch # 2916596-2013-01339 for the centrimag primary console). The motor was determined to be the root cause of the reported event. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
The patient was being supported with a paracorporeal ventricular assist device for acute support. The chief perfusionist reported that the primary console was alarming "motor disconnected" despite the motor being connected. The speed went to 0 and flow read ---. Upon seeing the alarm message, the chief perfusionist rebooted the primary console by turning it off and powering it back on. Once rebooted, the console immediately started alarming with "motor disconnected". The pump was transferred to the back-up console and back-up motor. When powered on, the back-up console started alarming "system fault", "flow signal fail", "battery charge fail" and "battery maintenance required" (despite battery maintenance having been performed recently). The hospital staff connected the back-up motor to the primary console and the "motor disconnected" alarm recurred. While attempting to diagnose issue, a burning smell was reportedly detected to be coming from one of the set-ups. Both motors were on arm brackets and the consoles were reportedly well ventilated on the cart. Motor was reportedly making a faint pulsing alarm sound when plugged into the primary console. Additional information indicates that the patient was going to be weaned from support and when the hospital staff couldn't get the primary consoles restarted, they clamped the patient off of support and the patient did fine. No harm to the patient was reported during this event.